Event description:
It was reported that during a procedure the ultrasonic scalpel was being cleaned and a portion of the jaw came off. No patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) so device testing could not be performed. Pictures of the device were provided which showed that the distal tip of the blade was broken off. This type of damage to the blade is typically caused by the scalpel coming into contact with a hard object, such as a surgical staple or clip, during use. Sss's instructions for use state: "avoid contact with any and all metal or plastic instruments or objects during instrument activation. Contact with staples, clips, or other instruments during instrument activation may result in premature blade failure, resulting in generator solid tone or instrument error." The reported event is not occurring more frequently or with greater severity than is usual for the device.